Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The device remains in service at this time. Additional information is being requested from the field. No adverse patient effects were reported.